Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a procedure for minimally invasive left l4-5 transforaminal lumbar interbody fusion with posterolateral fusion on the right. A ventura cage packed with tricalcium phosphate and rhbmp-2/acs, and seaspine posterior instrumentation were used. At 2 weeks post-op, notes indicate that patient¿s symptoms have improved, however he is having right sided low back pain. He states his wounds are healing well. At 6 weeks post-op, notes indicate the patient continues to have left sided low back and buttock pain. He has occasional fleeting pain in the left posterior thigh. X-ray of the lumbar spine reviewed and indicated instrumentation in good position. At 6 months post-op, notes indicate the patient continues to have left sided low back and buttock pain that is different than what he had before surgery. This pain is traveling to the lateral thigh now. Review of x-rays indicated instrumentation in good position, more bridging bone. Physician assessed radicular syndrome of lower limbs. At 11 months post-op, notes indicate the patient has had right leg pain to his knee for the last 3 months. He still has pain on his left side from his previous surgery. He was in the emergency room approximately 1 month ago with pain. Review of x-rays indicated instrumentation in good position, some bridging bone in place. MRI of the lumbar spine indicated no significant stenosis at l4-5, mild to moderate stenosis at l2/3. Physician assessed spinal stenosis of lumbar region with neurogenic claudication. Patient underwent treatment for caudal epidural steroid injections.